Event description:
Used a "cutting" balloon to open artery that supplies the arm endovascularly. While removing the device the blades of the device lacerated the artery of the patient at the entry site as well as the sheath it was being removed through. The blades of the device are supposed to retract so as not to cause any damage when the balloon is deflated. The balloon was completely deflated and a more than adequate time was waited for the deflation. The balloon was also visually checked on fluoroscopy before removal to ensure deflation. Unfortunately the blades are not visible under fluoroscopy. The sheath was the size that was specified on the product packaging and there were no warnings about problems through any particular sheath of any make or model. An immediate "open" surgical procedure was necessary do to an increasing hematoma and loss of circulation to the patient's hand. The surgical procedure was successful.